Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer received a questionable calcium result for one patient sample. The initial result was 14.4 mg/dl and the repeat result was 9.6 mg/dl. The initial result was reported outside the lab. The repeat result was believed to be correct. The patient was not adversely affected. The calcium reagent lot number was 68888501 with an expiration date of 09/30/2014.

Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. The field service representative could not find any reason for the discrepant result.